Event description:
It was reported that the pt's pump was implanted and filled with 200 mcg/ml of baclofen at a daily dose of 50 mcg/day. Two weeks later the patient's dose was increased to 100 mcg/day and then two weeks after that it was increased again to 120 mcg/day. The patient was scheduled for another refill in september, but missed the refill visit. Approx 5 weeks after the scheduled refill visit, the pt came into the office and was experiencing increased spasticity. The expected reservoir volume was 0.00 mls; however, 20.0 mls was removed from the pump. The low reservoir volume had been reached and the alarms were occurring. The pump was interrogated and no motor stall message or non-critical or critical pump memory errors had occurred. The hcp planned to start troubleshooting the system. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.